Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that an intubated patient was treated with a ventilator, when an endotracheal tube with subglottic channel no. 8.0 was inserted. The ventilator had a slight difference between inspiratory and expiratory tidal volume, but no difficulty in ventilating the patient. In connection with transferring the patient to a different hospital, a small wheezing sound is heard, and a decision is made to change the tube. Upon inspection, it turns out that there is a hole in the tracheal tube around the welding. The tracheal tube is saved. There was patient involvement.

Manufacturer narrative:
D9: 18-aug-2025. H3: one used product was received from the customer for evaluation. As received, there were no damages or anomalies observed. Functional testing was performed, and the trach cuff and pilot balloon inflated successfully. No leaks were observed from the inflation line, pilot balloon, nor trach cuff. The reported issue was not confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.